Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending (lad). After pre-dilatation was performed with a 2.5x12mm non-compliant balloon dilatation catheter, a 2.75x38mm xience sierra rx drug-eluting stent (des) was successfully implanted. However following post dilatation with a 2.75x12mm nc trek balloon dilatation catheter (bdc) a distal dissection was noted. Therefore a 2.5x38mm xience sierra des was deployed to treat the dissected vessel and the procedure was completed. There were no adverse patient sequela nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.